Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that after the patient fell down three flights of stairs, the device began intermittently emitting a steady alert tone, heard by the patient and nurses. It was also reported that the device was spontaneously going into magnet mode. It was noted that at the patient's previous job, the patient had close contact with large electrical generators and crane magnets. The patient had also apparently had a job requiring the patient to wear a radio transmitter on the patient's back, held in place with a strap around the patient's chest. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.